Manufacturer narrative:
Finger and face numbness and hand weakness are known side effects listed in the information for prescribers. The investigation of this incident has not yet been completed and this report will be updated following a finalized investigation.

Event description:
Patient underwent focused ultrasound treatment for tremor dominant idiopathic parkinson's disease. Three months following the treatment, the patient experienced finger and face numbness and hand weakness.

Event description:
Patient underwent focused ultrasound treatment on the right side to treat a left hand tremor (tremor dominant parkinson's disease). 48 hours after the treatment, the patient developed finger and face numbness. Three months following the treatment, the patient was still experiencing finger and face numbness and hand weakness.

Manufacturer narrative:
There was no device malfunction. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized. Finger and face numbness and hand weakness are known side effects listed in the information for prescribers.